Event description:
Additional information received reported the device was prepared per the instructions for use (IFU), "everything was done right." It was noted the balloon was found to be ruptured during preparation, prior to use with the patient. The hyperform balloon was replaced to complete the procedure successfully. Because the issue was observed prior to use in the patient's body and was replaced for the procedure, it is considered that there was no patient involved.

Manufacturer narrative:
B5. Updated with additional information received. H6. Patient/imf coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when preparing and blowing air inside the hyperform balloon, it was already ruptured.

Manufacturer narrative:
H3: product analysis #814082427:¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the hyperform balloon catheter and guidewire were returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the guidewire. The guidewire distal coiled section was found to be in good condition. No damages were found with the hyperform balloon catheter hub. No bends or kinks were found with the catheter body. Upon examination, the balloon was found to be in good condition. ¿ testing/analysis: the hyperform balloon catheter was flushed, and the guidewire was hydrated. The guidewire was inserted through the hyperform balloon catheter. The balloon was inflated and held inflation without issue. No leaks, pinholes, or ruptures were observed. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon rupture¿ report could not be confirmed. No defect was found with the returned hyperform balloon catheter and guidewire. In addition, no issues were encountered during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.